Manufacturer narrative:
H6: updated type of investigation, investigation findings, and investigation conclusions. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore by conmed (cen-72744), during an altered anatomy stent removal procedure it was observed that 2/3 of the gore® viabil ® short wire biliary endoprosthesis stent unraveled in the common bile duct (cbd). The stent was unable to be removed with forceps at first. The physician attempted to use an extraction balloon however, the physician was ultimately able to remove the device with forceps. Reportedly, the reason the stent was removed was due to routine stent exchange. This was an endoscopic procedure and a routine stent removal with a snare. It was reported that the patient has distorted pylorus and duodenal anatomy due to history of necrotizing pancreatitis requiring surgical necrosectomy. The type of scope used was a duodenoscope (fuji ed-580xt, eg-760r). The biliary stricture was initially treated with an ir guided percutaneous transhepatic biliary drain on (B)(6) 2023 (10 french). Patient received routine exchanges of this internal/external drain. This drain was internalized on (B)(6) 2024 with a 10 french x 10 cm gore viabil stent. This stent was planned for removal on (B)(6) 2024. Relevant medical history including pre-existing medical condition were also provided: siadh, t2dm, alcohol induced necrotizing pancreatitis complicated s/p exploratory laparoscopy with necrosectomy and packing on (B)(6) 2023, ex lap with washout and primary closure on (B)(6) 2023, and ir guided plastic biliary stent (ptb) drain placement on (B)(6) 2023 for biliary stricture. Reportedly, on (B)(6) 2024 was the date of internalization of the ptb and the viabil was implanted to fully cover the metal stent. The treatment was for a benign stricture. The physician believes that the cause of the issue was possibly due to distorted anatomy (j shaped stomach, distorted pylorus and duodenum) leading to suboptimal positioning and potentially wire stripping off the gore covering during attempted removal. The patient tolerated the procedure. 2203-a other: used for unraveling.

Manufacturer narrative:
In the united states, gore® viabil® biliary endoprosthesis does not have a ¿removable¿ indication. In some regions, some gore® viabil® biliary endoprostheses have a ¿removable¿ indication; however, the endoprostheses with transmural drainage holes never have a ¿removable¿ indication. In some regions, only devices without transmural drainage holes may have a ¿removable¿ indication. Instructions for use (IFU) states: "this product is not intended for removability and is considered a permanent implant. Specifically, removal of the stent may be impeded by tissue/tumor ingrowth if the stent has transmural drainage holes. In addition, if the stent were placed through a previously placed open cell bare metal stent, removal may be impeded by the structure of the open cell bare metal stent." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.